Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high atrial pacing impedance measurements. Prior to the device changeout in 2005, the atrial pacing impedance was 450 ohms. Later the day of the procedure, the impedance was 2500 ohms. In (B)(6) 2005 the impedance was 1247 ohms and was now 1613 ohms. Sensing measurements were within normal range, but pacing thresholds had increased, up from .8 volts to 2.4 volts currently. A boston scientific technical services consultant discussed monitoring the atrial impedance and thresholds. The clinician wondered if this was lead crush, but there was no noise on the stored electrograms and no abnormal amount of atr mode switches. It was likely a lead connection issue stemming from the device changeout. Further information reported that upon a routine device check, a right atrial (ra) impedance measurement was greater than 2,500 ohms. Current impedance measurements were within acceptable limits, with a range of 900 ohms to 1,500 ohms. Approximately one month later, the device was programmed to off, due to the patient entering hospice care. No adverse patient effects were reported.

Manufacturer narrative:
As of today, available information suggests this device and competitive atrial pacing lead remain in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated.